Manufacturer narrative:
1. This complaint is the same event as (B)(4). 2. The customer returned 1 photos and 1 defective sample. The sample shows that: the batch code is 3199612, the extension tubing is damaged about 5mm away from the pp connector, and the damage direction is from the outside to the inside, the shape is irregular, please see attachment (B)(4) for the photos. 3. DHR/bhr review(lot#3199612): 1) this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4. According to the damaged site and damaged state of the extension tubing, the extension tube was scratched by the gripping jaw of z7.s5 during the assembly of the indwelling needle. 5. Action taken: improvement of the gripping jaws mechanism of z7.s5. Please see attachment (B)(4) for the details. This action has been completed on march 5, 2024. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): after the inspection of the returned sample, it is determined that the extension tubing is leaked due to being scratched by the gripping jaw of z7.s5 during the indwelling needle assembly. The plant has taken an action and will continue to follow up.

Event description:
No additional information provided.

Manufacturer narrative:
H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm is leaking. The following information was provided by the initial reporter, translated from chinese to english: sales reported a leaking indwelling needle, use found at the extension tube leakage of fluid.